Event description:
Analysis of the returned device revealed that the retriever as well as the filament were broken. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis found that the retriever was fractured and the retriever filament was broken. No anomalies were noted to the insertion tool. A 0.0220¿ mandrel was successfully advanced through the returned insertion tool. The retriever and insertion tool were measured and found within specification. A functional test with the retriever and insertion tool could not be performed due to the damages observed on the retriever. Information available indicated that the retriever was confirmed to be in good condition post unpacking and preparation, and that post inserting the retriever into the insertion tool, it became stuck and could not be advanced into the microcatheter. The retriever fracture and broken filament most likely occurred when the retriever became stuck inside the insertion tool and a tensile load was placed on the proximal core wire to remove the retriever out of the insertion tool. Therefore, a root cause of operational context has been assigned to this investigation as procedural factors limited the performance of the device.

Manufacturer narrative:
(B)(4)

Event description:
Analysis of the returned device revealed that the retriever as well as the filament were broken. There were no clinical consequences to the patient.